Event description:
It was reported to philips that a c-arm movement fault with soft-collision was detected on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service suggested mechanical repair and replaced motorass. Rotation drive and spc8, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).